Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This did not resolved the problem. Cause of the event is reported as unknown. Reportedly, low vault, this lens needs to be replaced.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic broken.dimensional inspection found the lens within specifications. Claim# (B)(4).